Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump is not delivering basal insulin at night. Caller stated he experienced elevated blood glucose levels of 300's - 400's mg/dl; self-treated. No adverse event reported. Requested return of the alleged device for evaluation.